Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had recurring insulin flow blocked alarms. The customer stated that they had changed site, tubing and reservoir and still got the alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).